Event description:
The customer reported that external interface connector is broken. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired the unit. The system is working as intended.